Event description:
A (B) (6) female inpatient notified the nursing unit that her IV was leaking all over. Rn immediately went to assess the situation and discovered that the pt was covered in blood and attempting to squeeze the IV tubing of the 3 way stop cock extension tubing to stop the blood from draining from the tube. Immediately, the situation was corrected, but it was noted that the tubing actually separated from the stop cock and the stop cock was attached to the primary IV line. New 3 way stop cock extension was replaced. No pt harm. Broken stop cock was sequestered. Discussion with company, recommend that this incident be placed in medwatch. Again, no pt harm. Dates of use: (B) (6) 2010 -- (B) (6) 2010. Diagnosis or reason for use: abd pain. Event abated after use stopped: yes. Event reappeared after reintroduction: no.